Event description:
Initial sodium result of 2 mmol/l on one patient sample. Same sample repeated recovered 137 mmol/l. Same sample gave potassium result of 0 mmol/l. Upon repeat, the sample recovered 2.9 mmol/l. A different sample was also reported to have recovered 0 mmol/l on initial run, however, repeat results were not provided. No information provided to determine if results were used to guide therapy. The user reports no further issue after the field service rep was on site.